Event description:
Patient developed sepsis and plate became detached. Revision surgery performed to treat infection and remove 3 plates. Patient was re-plated with anterior rib plates. Report 1 of 3.